Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported a sharp pain coming from the base of the spine where their lead was implanted. They reported that they noticed the pain when walking, sitting and laying on their back. The patient reported that the patient continued to get worse over time. The patient also reported feeling the stimulator battery more and noted that they had not had significant weight loss. It was also noted that the patient did not have any falls/accidents however the patient thought the lead may have moved during barr exercises. Patient services reviewed the option of turning their stimulation off to see if the pain subsided however the patient did not turn the stimulation off during the call and the issue was not resolved through troubleshooting. The patient was redirected to their health care professional (hcp) to further address the issue. No further complications were reported at this time.